Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. The device was received fully applied. The pushers were advanced. The handle was locked. The blue collar at the distal end broke off the shaft. Functionally; the instrument was found to function as intended. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur if the instrument is dropped or impacted during clinical application causing the component to break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open low anterior resection / double stapling procedure. For the first firing, the surgeon clamped the tissue of the rectum and fully fired the device. Then removed the device from the tissue, however, noticed a part of the jaws was cracked. There was no problem with the stapling. Then the anastomosis was performed and the procedure was completed with no problem. There was no patient harm. The status of the patient is no problem.